Manufacturer narrative:
The lead was returned due to patient expired. As received, a partial lead (only the connector portion) was returned in one piece measuring 6.8 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15199. Related manufacturer reference number: 2017865-2019-15200. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.